Event description:
It was reported that the day after implant, the right ventricular (rv) lead showed noise markers during induction. It was also noted that the rv lead had intermittent loss of capture and unstable thresholds. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were three ventricular non-sustained tachycardia episodes of less than or equal to 210 ms on (B)(6) 2012 in the timeframe between 16:43:21 and 16:55:11.